Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump was observed to be bent as the customer experienced difficulty intermittently charging the pump battery. The customer's blood glucose level was around 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.